Manufacturer narrative:
Sensor kit expiration date is 30-sep-21. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the adc freestyle libre sensor. As result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿transpiration¿ and weakness. The customer was unable to self-treat and the wife provided orange juice with sugar as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the adc freestyle libre sensor. As result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿transpiration¿ and weakness. The customer was unable to self-treat and the wife provided orange juice with sugar as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 30-sep-21. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.